Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported complaint of "e6 error on console" has been confirmed. During service, an e6 error was found on the console and the pre-repair tests could not be run. If add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device displayed error e6 during surgery. No injury occurred. It is unk if surgical delay or medical intervention occurred. There was no add'l info provided.